Event description:
In 2009, the pt reported experiencing elevated blood glucose as high as 349 mg/dl for the past 24 hours. Her normal blood glucose range is 80-140 mg/dl. Prior to the report, the pt had disconnected from her infusion site and performed a prime. She stated that insulin flowed well from the end of the infusion tubing. She stated that there was air in her insulin cartridge. She was assisted in removing the air bubble. She stated that she does not properly adjust the piston rod of the infusion device prior to inserting the insulin cartridge. She was educated on the proper procedure. She stated that she uses insulin cartridges for 7-10 days and she has never changed the adapter of the infusion device. She was advised to change the insulin cartridge every 6 days, and the adapter with every 10th cartridge change. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.